Event description:
The customer initially reported that during a hemicolectomy, the handpiece would no longer open. No further info was available as to the details of the case. There was no pt injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(6). The knife was protruding from the device jaws and the jaws had tissue between them. The knife webbing was bent and the edge was damaged. Engineering evaluations have been able to duplicate the knife protruding by clamping on large, rigid tissue. The IFU warns against overfilling the jaws of the instrument so as not to compromise the cutting function. It states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU for this product has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.